Event description:
It was reported to boston scientific corporation that during a cystocele and rectocele repair procedure using a pinnacle posterior pfr kit, as the physician was passing the mesh leg through the patient's left sacrospinous ligament, she opines that she may have perforated the rectum with the needle. The physician tried passing the mesh leg through the ligament another two times and believes that she may have perforated the rectum with each subsequent attempt. As the physician removed the mesh leg from the patient that third time, she noticed that the dilator had started to peel away from the lead suture. The physician completed the procedure with another pinnacle posterior pfr kit, without further complications to the patient. The physician prescribed the patient metrogel and two doses of intravenous antibiotics. The physician palpated the rectum and did not feel any perforations and opines that "even if the rectum was perforated by the needle, it would be small enough for it to heal by itself." It was reported on (B)(6) 2010, that the patient is reportedly "fine and has not had any complications since the procedure" and the physician does not plan on any additional medical intervention.

Event description:
It was reported to boston scientific corporation that during a cystocele and rectocele repair procedure using a pinnacle posterior pfr kit, as the physician was passing the mesh leg through the patient's left sacrospinous ligament, she opines that she may have perforated the rectum with the needle. The physician tried passing the mesh leg through the ligament another two times and believes that she may have perforated the rectum with each subsequent attempt. As the physician removed the mesh leg from the patient that third time, she noticed that the dilator had started to peel away from the lead suture. The physician completed the procedure with another pinnacle posterior pfr kit, without further complications to the patient. The physician prescribed the patient metrogel and two doses of intravenous antibiotics. The physician palpated the rectum and did not feel any perforations and opines that "even if the rectum was perforated by the needle, it would be small enough for it to heal by itself." It was reported on (B)(6) 2010, that the patient is reportedly "fine and has not had any complications since the procedure" and the physician does not plan on any additional medical intervention.

Manufacturer narrative:
The probable root cause for the dilator peeling is that it was caused by multiple passes.

Manufacturer narrative:
Visual analysis of the returned pinnacle mesh assembly showed that the distal end of the solid blue dilator was peeling away from the leader, confirming the reported complaint of the dilator peeling away from the suture. The capio device was not returned with the uphold system; therefore, an analysis is not available and we are not able to determine the relationship between the capio device and the reported complaint. A review of the labeling, including the directions for use shows that they contain a precaution that, "the procedure should be performed with care, using the capio suture capturing device provided with the kit, to avoid puncture or laceration of any vessels, nerves, bladder, urethra and bowel". The probable root cause for the rectum perforation event was determined to be user/use error.

Event description:
It was reported to boston scientific corporation that during a cystocele and rectocele repair procedure using a pinnacle posterior pfr kit, as the physician was passing the mesh leg through the patient's left sacrospinous ligament, she opines that she may have perforated the rectum with the needle. The physician tried passing the mesh leg through the ligament another two times and believes that she may have perforated the rectum with each subsequent attempt. As the physician removed the mesh leg from the patient that third time, she noticed that the dilator had started to peel away from the lead suture. The physician completed the procedure with another pinnacle posterior pfr kit, without further complications to the patient. The physician prescribed the patient metrogel and two doses of intravenous antibiotics. The physician palpated the rectum and did not feel any perforations and opines that "even if the rectum was perforated by the needle, it would be small enough for it to heal by itself." It was reported on (B)(6) 2010, that the patient is reportedly "fine and has not had any complications since the procedure" and the physician does not plan on any additional medical intervention.

Manufacturer narrative:
(B)(6). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.